Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 390 mg/dl. An insulin injection was administered and the bg level lowered to 100 mg/dl. The customer had a high level of ketones and were resolved by drinking water and the insulin injection. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot.